Event description:
It was reported that a patient underwent a spinal fixation procedure. At an unknown time post-op, it was reported that an iliac screw pulled-out. It is unknown if a revision will be done.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.